Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittent occlusion alarms occurred. Additionally, it was reported that a resume pump alarm occurred. Customer alleged that insulin delivery had not been suspended by the user. Reportedly, the pump supplies were changed to address the issue. The customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 200-260 mg/dl.